Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00317 on 23-dec-2021. Additional information (11-jan-2022): quality controls (qc) recovered in range at the time of the event. A siemens customer service engineer (cse) replaced the wash block on the affected atellica im 1600 analyzer. There have been no further issues after replacing the wash block. It is unknown if the wash block caused the event, as no other issues were observed prior to replacing the wash block. Pre-analytical factors, a sample specific issue, or an issue resolved with routine instrument troubleshooting cannot be ruled out as potential causes of the event. The cause of the event is unknown. The analyzer is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. The block assembly on the analyzer has been replaced. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cancer antigen 19.9 (ca 19-9) result was obtained on a patient sample (sample tube a) on an atellica im 1600 analyzer using atellica im ca 19-9 reagent. The discordant result was not reported to the physician(s). The sample was repeated for ca 19-9 on the same instrument as well as on an alternate atellica im 1600 analyzer, both times recovering lower. The lower results were considered correct and were not reported to the physician(s). Another sample tube (sample tube b) from the same patient was run for ca 19-9 once each on both atellica im 1600 analyzers in the customer's lab, twice on a non-siemens analyzer, and once on an atellica im 1600 analyzer at an alternate site. The results all recovered lower than the initial discordant result, and the result obtained on the atellica im 1600 analyzer at an alternate site was reported, as the correct result to the physician. A third sample (sample tube c) from the same patient was run for ca 19-9 once each on both atellica im 1600 analyzers in the customer's lab, recovering lower than the initial discordant result. The results were considered correct and were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated cancer antigen 19.9 (ca 19-9) result.